Event description:
It was reported during a mvr and ablation procedure, an epicor ultracinch device was utilized and mitral valve was repaired. At the end of the procedure, the pt was off-pump but still cannulated, and a large hematoma was discovered on the pa. The pt was placed back on pump, and the hematoma was repaired. The pt is reportedly recovering. The surgeon was not certain of what caused the damage to the pa. A swan ganz catheter and tee echo probe were used.

Manufacturer narrative:
The device was not returned for eval. However, review of the device history record confirmed this device met manufacturing requirements prior to shipment. Based on the info provided, the cause for the reported hematoma remains unk. Date report submitted to FDA by manufacturer: 9/2/2009. Date the initial reporter provided the info to the manufacturer: 8/27/2009.